Event description:
On (B)(6) 2012, patient emailed an inquiry about the ingredients in ibond. The reason for the request is that she recently had it used on her at a new dental office and she had an allergic reaction. The patient has severe mcs (multi-chemical sensitivity) and recently had to change dentist because her old dentist had just remodeled with new carpet and furniture. She uses a service dog to detect formaldehyde. She left his office without any work being done as she went into muscle spasms. Before doing any work on the patient, the new dentist had requested from the old dentist a list of products used previously on the patient without any reaction. The old dentist said he had used 3mfiltek and ibond. After the reaction the old dentist was contacted again and he said that he might have used clearfil s bond. The patient had the procedure done around 8:30 on (B)(6) 2012 and left the dentist's office in "good shape." It was not until she ate some hot soup around 11am that her tongue and throat started to swell. She immediately called her pulmonologist's office and was told to take an injection of diphenhydramine, get the material removed asap, and take the epipen with her to the dental office in case the reaction worsened when material was taken out. At her doctor's directions she took another injection of diphenhydramine before she left for dentist's office. She has spinal cord multiple sclerosis as well and allergic reactions involving her central nervous system, that cause violent muscle spasms. About ten minutes after the material was removed she was able to breath better and the muscle spasms reduced. She is still taking diphenhydramine because when she stops, her lips are still numb and right side of face itches, but not as severe as previously. Patient has reported previous reactions to materials commonly used in dental products such as barium sulfate, aluminoborosilicate glass, fused silica (silicon dioxide), silicates and carbamates. Called the treating dentist several times response. On the last attempt the receptionist from the office did get the type of ibond used, lot number and treatment date. Patient has stated that she is seeking allergy testing and will have the allergist contact us. A sample will be provided upon request.

Manufacturer narrative:
As allowed by exemption# (B)(4), (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device cause or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. Narrative for conclusion code 24-the directions for uses states, "allergies to the product or its contents may occur in isolated cases. If an allergy is suspected, request a list of its contents from the manufacturer. In the event of a skin reaction or an allergy, do not use this product." The patient has multiple allergies to common ingredients in dental materials. The office did not contact the manufacturer prior to using this product on the patient nor did they have the patient tested for allergies to products prior to use.